Event description:
It was reported that the customer was unable to turn the pump on with the tandem-provided charging cable, wall adapter and charging pad. Reportedly, the customer was able to turn the pump on successfully with third party charging supplies. There was no adverse impact to the customer's blood glucose level. Replacement tandem-provided charging supplies were sent to the customer to address the issue.